Event description:
The investigation determined that higher than expected vitros amon results were obtained from two different levels of non-vitros biorad quality control fluids tested on a vitros 250 chemistry system. Biorad l2: results of 103, 105, 99, 106, 106, 104, 127.4, 130.0, 129.7, 127.0, 128.8, 130.4, 131.5, 132.3, 129.4, 129.5, 129.2, 123.8, 129.8, 134.9, 131.2, 130.6, 128.5, 132.2, 126.8, 128.0, 131.9, 135.4, 129.4, 133.3, 130.4, 131.0, 130.8, 127.6, 128.0, 131.0, 131.5, 130.3, 130.8, 132.5, 128.6, 127.3, 127.4, 130.9, 130.1, 128.6, 129.8, 130.8, 131.6, 129.0, 127.6, 126.5, 130.9, 129.2, 132, 131, 132, 131, 131, 133, 132, 129, 131, 135, 132, 130, 129, 133, 131, 127, 132, 132, 132, 129, 130, 133, 127, 130 umol/l compared to an expected result of 81.5 umol/l. Biorad l3: results of 276, 254, 291, 251, 281, 270, 283, 240, 250, 272, 268, 253, 300, 245 and 301 umol/l compared to an expected result of 197.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Patient samples were processed with the vitros amon assay over the time frame of the event; though no reported patient results had been in question. There was no reported allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros amon results were obtained from two different levels of non-vitros biorad quality control fluids tested on a vitros 250 chemistry system. The assignable cause of the event is most likely an instrument event related to microslide incubator contamination. The cause of the amon contamination of the microslide incubator was not identified. Results of precision testing demonstrated that the vitros 250 chemistry system was not operating as expected at the time of the event. Following service actions and recalibration of the assay, acceptable vitros amon performance was obtained.